Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Following a successful implant of the closure device, the patient began to decompensate in the recovery room. The patient experienced groin bleeding issues. The patient was given blood and other volume products in response to the blood loss. An emergent computed tomography (CT) was performed, and no fluid was noted around the heart nor were there any signs of stroke. The patient died the following day.